Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis manifested by cloudy pd effluent. The cause of the peritonitis was unknown. The same day as onset, the pt was hospitalized for the event. On the same day, the pt began treatment with vancomycin (ip) intraperitoneally for 3 weeks (dose and frequency reported). Three weeks after being admitted, the pt was discharged from the hospital. On the same day as discharge, the patient¿s effluent bags were clear and the pt was recovering from the peritonitis. Eighteen days following discharge, the pt went to the hospital for another unspecified test. Two days later, the pt was advised that she was experiencing a bout of recurrent peritonitis. The same day the pt was administered vancomycin, ip (intraperitoneally) and was also given unspecified antibiotic pills, to be taken everyday (dose not reported). Two days later, the pt received another treatment with vancomycin, ip, and another of same one day later. At the time of this report the pt remains on daily oral antibiotics (unspecified). At the time of this report, the pt was reported to be recovered from the peritonitis event, however, is scheduled to receive more tests to be sure that the peritonitis is completely gone. At the time of this report, dianeal and extraneal therapies were ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.